Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set following treatment, moisture was noticed in the cycler and a small pinhole puncture was noted on the tubing set. Pt had no ill effects. Sample is not available.